Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that inflammation of the tissue surrounding this pacemaker was observed; infection was suspected as a possible cause. As a precaution against erosion, the physician performed a revision procedure wherein the device was reimplanted subpectorally. No additional adverse patient effects were reported. This system remains in service.